Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. This lead exhibited high pacing thresholds and the physician experienced difficulties upon removal. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The high capture threshold allegation was not confirmed. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found evidence of electrocautery and stretched coils confirming the difficult to remove allegations. The observed damage is not deemed to indicate a product defect or malfunction. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of dislodgemement and high pacing thresholds.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. This lead exhibited high pacing thresholds and the physician experienced difficulties upon removal. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. The lead was returned for analysis.